Event description:
It was reported that while connecting the intra-aortic balloon (iab) to the monitor, the display showed the wrong iab volume, 5cc rather than 40cc.

Manufacturer narrative:
This product number is listed on the recall list. Follow-up report will be filed if additional information becomes available.